Event description:
It was reported that during a lobectomy procedure, the jaws would not open prior to clamping the tissue. Another device was used to complete the case. There was no adverse consequences to the pt.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.